Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the connection between the insertion pipe and the control unit was not secured due to looseness of the insertion pipe. In addition to the peeling adhesive of the objective lens, other evaluation findings are as follows: the insulation resistance value did not meet the standard value due to damage on the insertion pipe; the adhesive on the bending section cover had a chip; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the video connector case and the video connector were cracked; the video connector was deformed; and the bending section cover was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the flex deflectable videoscope had backlash in its operating section and connecting section. There was no report of patient harm. The device was returned, evaluated, and it was found that the adhesive part of the objective lens was peeling off. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the defective event "glue of the objective lens was peeled off" was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.